Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a follow up medwatch. Complaint reference (B)(4).

Event description:
A patient of unknown age and gender presented for an ire procedure via perineum access. It was reported that when attempting to insert the probe, a piece of the insulation sleeve broke off. As the insulation sleeve fractured outside of the patient, there was no patient harm or injury. It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information provided determined the insulation sleeves did not fracture off inside of the patient as originally reported. This complaint has been reassessed as not meeting the criteria of a reportable adverse event. This medwatch is being submitted in order to close out t he complaint record. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Complaint reference (B)(4).